Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to corrosion of the scope connector, and wrinkles found in the universal code due to external factors. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite colonovideoscope for exhibiting scope error e315. There was no report of patient harm or user injury associated with this event.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a defect of the image sensor unit, failure of the internal board of the scope connector, or the system caused the reported event. The root cause could not be determined. Olympus will continue to monitor field performance for this device.